Event description:
It was reported, the hf-resection electrode "plasmaloop", loop, medium, 24 fr., 12°/16°, esg turis had 3 loops sever and snap in a row. The issue occurred during a therapeutic trans urethral resection of bladder tumor procedure and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g2: the 'health professional' option should have been selected but was inadvertently omitted. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. Based on the investigation results and available information, the likely cause of the issue at the distal end is normal wear and tear, with improper or incorrect handling also being a possible factor. Additionally, the issue at the proximal end is most likely due to poor contact at the internal contact point of the conveyor. The event can be [detected/prevented] by following the instructions for use (IFU): "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.